Manufacturer narrative:
The reason for this revision surgery was reported as dislocation after 30 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 21033 showed 20 parts (part number: 4001221) returned to the vendor for missing markings. A review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the dislocation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient stated she had fallen and dislocated her hip.